Event description:
It was reported by the customer that the needles clog and the medical team cannot push medication through them. This was reported to have occurred on six occasions. No information was received regarding any serious injury as a result of this product issue.

Manufacturer narrative:
Initial report also sent on 3/4/2024.